Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted concurrently with transvaginal hysterectomy, bilateral salpingo-oophorectomy, posterior colporrhaphy, and perineorrhaphy.

Manufacturer narrative:
Date sent to FDA: 7/25/2017 additional information: additional narrative: it was reported that following insertion the patient experienced infection, and dyspareunia.